Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient stated they had a concomitant procedure of closure device and ablation, and it went well but ended up staying in the hospital for five (5) days post procedure and then was released home. On (B)(6) 2026, the patient advised they went back to the emergency room (ER) and was admitted with pneumonia and had to be cardioverted at that time as well. The patient noted a transesophageal echocardiography (tee) was performed and a blood clot was noted on the closure device. The patient stated they went from taking pradaxa to warfarin/aspirin. On (B)(6) 2026, the patient went for another tee follow up exam and the blood clot was dissolved. The patient has another follow up exam with her surgeon on (B)(6) 2026 for another possible tee to determine if they can come off warfarin at that time. No further information was provided at the time of this report.